Event description:
It was reported to boston scientific corporation that a segura hemi basket device was used in the ureter during a transurethral lithotripsy (tul) procedure performed on (B)(6), 2023. During the procedure, the basket wire was completely detached from its tip. The procedure was completed with another segura hemi basket device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire detach.